Manufacturer narrative:
See MFR. Report # 3004209178-2016-03886 regarding a previous device replacement of the patient. Concomitant products: product ID: 3093-28, lot# v342039, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that in (B)(6) 2014, she fell the day after a device battery replacement and landed on her left side. For two weeks she was getting electrocuted jolting. Most of the leads were gone and had to be replaced. The patient reported having had a lot of machines since 2008 and having her leads changed four times. She kept getting her devices replaced because it was better than peeing on herself every time she moved or wearing protective garments. No potential event cause, troubleshooting, or outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.